Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a patient with erectile dysfunction of unidentified cause, received an inflatable penile prosthesis implant on (B)(6) 2023. The patient went to the doctor reporting that the prosthesis did not inflate sufficiently, consequently making it impossible to achieve a full erection. On clinical and imaging examination, the doctor found an aneurysm in one of the cylinders and opted to perform revision surgery on (B)(6) 2024. All prosthetic components were replaced. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 1 and cylinder 2. These were not a site of leakage. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder of the cylinders. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a patient with erectile dysfunction of unidentified cause, received an inflatable penile prosthesis implant on (B)(6) 2023. The patient went to the doctor reporting that the prosthesis did not inflate sufficiently, consequently making it impossible to achieve a full erection. On clinical and imaging examination, the doctor found an aneurysm in one of the cylinders and opted to perform revision surgery on (B)(6) 2024. All prosthetic components were replaced. The patient is currently doing well and has had his erectile function restored.